Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Z6ms transducer 2d image intermittently fades out.. The investigation is in process.